Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): - 110024773 (67038589) - 110024773 (67015361) g2: foreign - the event occurred in germany. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal repair procedure, the device would not trigger, and the anchors could not be placed in the meniscus from the setting instrument. An alternate device successfully completed the procedure with the correct surgical technique. No complications, injuries, or surgical interventions were reported due to this malfunction. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6; h10. Visual examination of the returned products identified one has been cycled 1 time and both anchors and sutures remain in the needle. The second device has been cycled 2 times and both anchors are out of the needle. The third device has not been cycled and one of the anchors is out of the needle and one anchor remains in the needle. The front end assembly, the wire lock and the back of the device are deformed/warped on all three returned products. It was indicated on follow up that the products were not deformed prior to return. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is unable to be confirmed due to the warping of the devices on return. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.